Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "catheter was inserted with no complications but when they started pumping the low helium alarm went off. They checked the tank and it was full, also checked for kinks and no issues. They removed this catheter and replacedwith another 40cc rediguard and this one functioned like normal with not issues." The second catheter was inserted using the same insertion site. It was also noted that this issue happened "prior to pumping". It was reported that "the patient is fine and there was no delay in therapy".

Event description:
It was reported "catheter was inserted with no complications but when they started pumping the low helium alarm went off. They checked the tank and it was full, also checked for kinks and no issues. They removed this catheter and replaced with another 40cc rediguard and this one functioned like normal with not issues." The second catheter was inserted using the same insertion site. It was also noted that this issue happened "prior to pumping". It was reported that "the patient is fine and there was no delay in therapy".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "helium alarm went off" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.